Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the luer-hub (blue) was leaking from the extension line. No patient harm was reported. The device was removed and replaced. The patient's condition was unknown at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of extension line leak during use was able to be confirmed by the photos. The first photo revealed that the medial (blue) extension line was partially torn at its hub which would result in leaking. The second photo displayed the catheter assembly for reference. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the luer-hub (blue) was leaking from the extension line. No patient harm was reported. The device was removed and replaced. The patient's condition was unknown at the time of this report.